Manufacturer narrative:
(B)(4).the investigation has been reopened because the lot number has been identified. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon tried to remove a trial cup placed in the acetabulum, the tip of the part of the device with a black handle broke.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states that for oa by als took place on (B)(6) 2016. When the surgeon tried to remove a trial cup placed in the acetabulum, the tip of the part of the device with a black handle broke. It was reported that no broken piece was left in the patient¿s body. Due to this breakage, they had to use a straight impactor with difficulty and make an additional incision. The surgery was completed ten-minute delay. A complaint database search did not identify any anomalies. The device was inspected by bioengineering and a report was received stating; visual inspection of the returned parts and review of complaints history for this device showed that the design flaw associated with the failure mode of the hex joint was addressed and rectified in (B)(4), implemented 5 march 2007. Due to the product of this complaint being manufactured prior to that date, it did not undergo this change. Evidence of possible misuse and extensive service lifetime of device suggest further possible reasons for hex joint failure. Corresponding IFU-78405807 instructs user to ¿inspect all instruments prior to sterilization or storage to ensure instruments are suitable for use¿. The complaint of ¿tip of the part of the device with a black handle broke¿ appears to be justified, as visual inspection of the returned parts confirmed this. The complaint shall be closed with a justified conclusion. Post market surveillance is per (B)(4). The complaint will entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states tha for oa by (B)(6) took place on (B)(6) 2016. When the surgeon tried to remove a trial cup placed in the acetabulum, the tip of the part of the device with a black handle broke. It was reported that no broken piece was left in the patient¿s body. Due to this breakage, they had to use a straight impactor with difficulty and make an additional incision. The surgery was completed ten-minute delay. The investigation could confirm the failure mode as no product was returned. Previous investigations have found that design change was implemented for this product ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra, a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.